Manufacturer narrative:
The unit had an intermittent button response due to corroded keypad traces. There was no unexpected beeping during testing. The unit had a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the device was beeping and the keypad was unresponsive. The customer stated the keypad may have been exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.